Manufacturer narrative:
Based on the claim against the product by the customer noting fragment(s) broke off the harmonic ace instrument, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of images of the harmonic ace instrument provided by the customer shows a broken instrument tip. The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the harmonic ace instrument tip broke when dissecting the pelvic lymph nodes. The procedure was completed using a backup harmonic ace instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved by an assistant using an endoscope and it was confirmed that all pieces were retrieved. There was no additional surgical procedure needed and no post-operative tests performed. The surgeon believes that the cause of the break was an instrument quality problem. The instrument was inspected prior to use with no damage observed and used for less than an hour prior to the issue. The instrument was being used for dissecting when the fragment fell. There was no issue with instrument functionality and no instrument collision. The instrument was not removed from the cannula during the procedure and upon final removal. Additionally, there was no resistance removing the instrument. There was also no damage to the cannula or further damage to the instrument noted. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.109" from the base. The broken piece was not returned.

Event description:
Refer to h10/h11 for follow-up information.